Event description:
Related manufacturer reference number: 1627487-2023-00090. It was reported that one lead fractured. No fall reported. Additionally, the ipg became inoperable following an unrelated procedure where the device was not placed into surgery mode. The ipg was reset in an office visit and surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Stimulation was successfully resorted.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The event of an ipg and lead revision were reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg was inoperable and then reset in an office visit. The physician and patient decided to move forward with a new battery due to uncertainty. That was an elective decision from the patient. The ipg was replaced. Effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.